Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 7234841 all inspections were performed per the applicable operations qc specifications. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that the expiration date was missing on shelf carton of bd veo¿ insulin syringes with bd ultra-fine¿ needle.   The following information was provided by the initial reporter: it was reported by the pharmacist the expiration date was missing from the box..